Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, pain, inflammation.

Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, pain, inflammation.